Manufacturer narrative:
Continuation of d11: product ID: 97755, lot & serial# (B)(6), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the replacement recharger resolved the issue. No patient complications were reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins "sometimes takes hours to charge". It was reported that when trying to charge the ins, the ins will "go off". The patient further clarified that by this she means she will be getting good or excellent recharge quality and then she will get a message that recharging needs attention. The patient reported that due to this, they have been trying to charge the ins for hours and did not get it to charged more than 50%. It was reported that the recharger (rtm) was directly over her ins when this happens. It was reported that sometimes the recharge quality will go away and the controller will just show that the ins is recharging with no recharge quality indicated. It was reported that when this occurs the controller was still blinking green. The patient reported that when the recharge session was interrupted they had to reposition the rtm and had trouble with finding the device to connect to begin recharging again. The patient reported they think the device is "screwy". The patient reported that they had to hold the rtm as tight as they can against the ins to try to help find the device better. The patient stated that she is very skinny and weighs (B)(6) so due to her weight she can't use the recharging belt. The patient reported that when the charging was interrupted, she was getting a screen to "replace battery soon". The patient reported that they use a li ion battery. No patient complications have been reported because of this event.